Manufacturer narrative:
Philips service replaced cmos battery and hdd, reloaded software, and tested the system, which passed all tests. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that host pc blue screen; system boot failed outside clinical use on a allura xper fd20/20. The clinical use of the system was outside of use. There was no reported patient or user harm.